Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v641092, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced today because when they used the programmer remote, it ¿was not working/changing¿. It was noted that this issue started in nov but did not have the surgery until today due to scheduling. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.